Event description:
New information noted that the right ventricular lead was capped and replaced on (B)(6) 2020. The patient was stable post procedure.

Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic. Device interrogation revealed noise, decreased sensitivity, and increased capture thresholds on the right ventricular lead. The noise was reproducible with isometric maneuvers. The patient was stable and scheduled for lead revision.